Event description:
The company was informed that the patient fell and hit her head. The patient reported pain at the implant site. Testing of the device showed that it is not functioning. The surgeon has declared this a device failure. Revision surgery will be scheduled.